Manufacturer narrative:
Investigation conclusion: the customer¿s concerns of an under infusion of medication was not confirmed or replicated during a review of the logs or during testing. Results from a review of the pcu event log identified the reported infusion on (B)(6) 2020 instead of the reported date of (B)(6) 2020. An infusion of guardrails IV fluids lipids 10% (syringe type: bd_20ml volume: 18.681ml) was programmed and completed. A total volume of 10ml infused with 8.681ml remaining in syringe. The device was being used for treatment. Device inspection: the syringe module was received with the instrument seal intact. There were no other significant anomalies observed internally or externally on the sm (syringe module). Syringe module was observed with dull iui connector contact pins. All possible replacement parts were observed to be bd parts. Root cause analysis: the root cause of the customer¿s complaint of the syringe module under-infusion of medication was not identified. It is suspected that the user perceived the remaining volume after the infusion completed as an under infusion. Device history review: review of the syringe module service history record showed the device had a manufacture date of 28dec2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 12oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the nicu that the pump was set to infuse 10ml over 12 hours. At the end of the 12 hours the device said the infusion was complete, however the syringe was not empty of its contents. It was indicated no adverse event occurred.

Manufacturer narrative:
Concomitant medical products: 20ml bd syringe lot unknown, needle-free IV connector, non-bd extension set (white cap on male luer). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. However the event was reported to have occurred in the nicu therefore it is presumed the patient was an infant.

Event description:
It was reported from the nicu that the pump was set to infuse 10ml over 12 hours. At the end of the 12 hours the device said the infusion was complete, however the syringe was not empty of its contents. It was indicated no adverse event occurred.